Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, while the patient was at the beach, the patient¿s cgm read high mg/dl. No bg meter comparison value was taken. The patient was wearing a tandem insulin pump. The patient self-treated with insulin. A short time after the treatment with insulin, the patient began having tunnel vision and was feeling shaky and sweaty. The patient¿s family called a lifeguard for help, who then called emergency medical services. Once ems arrived, the patient¿s cgm value dropped drastically to 70 mg/dl. The patient felt that the cgm value of high mg/dl must have been inaccurate and reading at a high bias inaccuracy, which then caused her to treat herself with insulin when it was not needed, leading to the patient¿s hypoglycemic event. Ems did not take a bg meter reading, as they told the patient they were not allowed and only paramedics could do that. Ems treated the patient with liquid sugar packets and the patient¿s family gave her iced coffee with sugar in it, as well as candies. The patient refused to go to the emergency room and went home. Once home, the patient reported feeling ¿okay¿. The patient was ¿stable¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.